Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a tandem stenosis in the distal left anterior descending artery (lad). The lesion was pre-dilated with 2.0x20 mm trek balloon catheter with a good result. An unspecified xience pro x rx stent delivery system (sds) was advanced toward the distal target lesion, the stent system was inflated and the stent was deployed. A 2.75x28 mm xience pro x sds was advanced toward the target lesion and failed to cross the last 3 mm due to patient anatomy. The sds was withdrawn with resistance and the stent dislodged from the balloon. The stent drifted to the renal artery. Multiple attempts were made to snare the stent but the stent remains in the renal artery. A dissection occurred in one of the lower branches of the kidney due to continued attempts to recover the stent with the snare; however, the stent did not cause the dissection. The dissection was left untreated. The proximal stenosis in the lad was then successfully stented using an unspecified device. The procedure was delayed approximately 4 hours due to the stent dislodgement. No additional information was provided.